Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media post that the customer passed away in an unknown location. The cause of death was low blood glucose. The reporting party did not mention whether the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was most likely wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The reporting party was inquiring about filing a wrongful death lawsuit after they received the retainer ring field corrective action notice. No customer information was provided and the customer cannot be identified. The reporting party did not state whether they would return the insulin pump for analysis. Frn-unk-rsvr, unomed set.